Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have removed insulin pump in order to go swimming, and noticed that insulin pump was not doing anything. Customer removed battery and received a battery out limit alarm during normal use. Customer reported that battery cap was stripped and foresees a problem when needing to change battery. Customer was advised to monitor insulin pump and that battery cap would be replaced. Customer was advised on different tools that can remove battery cap.